Event description:
It was reported that the pt was not able to adjust stimulation. The device was powered off. The implantable neurostimulator (ins) was turned on. The pt was then able to adjust stimulation. The pt also reported a shocking or jolting sensation. There was no known accident or incident related to this complaint. The pt thought the ins was off. When the pt tired to turn the stimulation on she rec'd a jolt at the ins location. The pt was at home, and the pt's status was reported to be good.

Manufacturer narrative:
(B) (4)